Event description:
Dialysis catheter was placed in 2000. A routine chest xray one month later showed the tip had become detached and embolized into the patient's lung. 12 weeks later catheter was removed and replaced with another catheter.